Event description:
It was reported that revision surgery was performed in 2014. Pain and metal in blood reported. Patient has had two dislocations but not certain whether they were pre or post-revision.